Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated with syringe of injection. Customer's current blood glucose value was 100 mg/dl and the blood glucose was 632 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 632 mg/dl. The customer complained about hyperglycemia and large ketones. The customer cause of hospitalization per healthcare professional's was inflamed stomach lining gastritis and diabetic ketoacidosis . Customer wearing the pump at time of hospitalization. The product was not returned for analysis.